Event description:
It was reported that during an ultrasound guided biopsy procedure, both slides of the device allegedly self-activated after the third sample pass. It was further reported that the procedure was completed using another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the top slide self-activated. An x-ray showed incomplete cannula tang engagement and upon disassembly it was noted that the right bumper was bent in the device housing. Therefore, the investigation is confirmed for a cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation as functional testing could not be completed due to the received condition of the device and the identified failure. The identified incomplete tang engagement and bent right bumper possibly contributed to the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (02/2020).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (02/2020).

Event description:
It was reported that during an ultrasound guided biopsy procedure, both slides of the device allegedly self-activated after the third sample pass. It was further reported that the procedure was completed using another device and a coaxial was not used. There was no reported patient injury.